Manufacturer narrative:
The device has was returned to mmdg for evaluation. During the investigation mmdg was unable to find any information relevant to the complaint in the pump history log. Mmdg was also unable to detect any failure or replicate the reported complaint. This report was filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that they "added formula to the bag around 1 a.m. For overnight feeding and later in the morning found nothing had been delivered." An mmdg clinician followed up with the patient. The patient did miss their overnight feeding, but there was no medical intervention or harm reported due to the delay in therapy. (B)(4).